Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
They thought that the dilator was way too tight and they didn't use at all but they opened it. The event happened during the procedure outside the patient's body. Unfortunately, they abandoned the case and they had to do cardiac tamponade to make sure to get the fluid or the blood outside the pericardium. No complications. Patient is stable and fine.

Manufacturer narrative:
The following sections were updated in follow-up # 1. One direx 12f introducer sheath from lot# c8-09861 was received back from the customer with the dilator. There were no other accessories. No visible blood was found on the sheath or dilator. After review of the returned sheath it was found that the dilator would not pass through the ID of the sheath, so the reason for return was confirmed. The dilator was inserted through the hemostasis valve of the sheath and there was resistance felt which didn't allow the dilator to pass fully through. The dilator was removed and the ID of the sheath was inspected by inserting a pin gauge through the sheath. The pin gauge passed though the sheath with limited resistance. The ID of the sheath is within the specification. The dilator od was inspected and it was found that the od of the dilator was out of specification per drawing. The max od of the dilator measured is above the max od of the spec. Returned device analysis reveals one direx 12f dilator where the od is out of spec. A corrective and preventive action was initiated to investigate the root cause and implement corrective action for this failure.